Event description:
It was reported when using the pyxis medstation es system were unable to recover any storage space, preventing users from accessing medications. The customer was able to retrieve medication from other device, there was no harm to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The fields have been updated with corrections/additional information: b5, d4, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-nov-2022 to 28-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the station application not being launched. A field service engineer replaced the retractor cable on drawer 5 and reconnected the cables and cleaned the sensors to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the station application not being launched. A field service engineer replaced the retractor cable on drawer 5 and reconnected the cables and cleaned the sensors to resolve. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended.

Event description:
It was reported when using the pyxis medstation es system were unable to recover any storage space, preventing users from accessing medications. The customer was able to retrieve medication from other device, there was no harm to the patient. There were no adverse events or injuries reported based on this incident.